Event description:
The reporter called regarding smith and nephew knee implant. The reporter had right knee implant done in (B)(6) 2014 which became loose and caused her pain and difficulty in walking. The implant was replaced in (B)(6) 2020 with attune depuy device. The second implant too became loose and had to be replaced in (B)(6) 2024. The reporter mentioned she still has pain and walking difficulty. She also underwent knee implantation for her left knee on (B)(6) 2017 and is afraid this implant too has become loose. Ref report: mw5161704 and mw5161706.